Event description:
It was reported that the patient experienced unspecified issues with a spectra penile prosthesis (spp). A replacement surgery was performed in which the spp was explanted and a new tactra was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient was unhappy with the rigidity of the spp leading to the replacement surgery. However, there was nothing wrong with the spp that affected its rigidity. The patient did not experience any adverse effects and was said to be so far so good after the procedure.